Manufacturer narrative:
During evaluation, the scope's adhesive at the distal end forceps cover was found peeled off. Additionally, switch button number one is cut and the ultrasound image has multiple broken elements. The scope was repaired to asset specifications and returned to asset stock. A review of the scope's repair history shows the scope was last serviced on (B)(6) 2021; performed an inspection only as no problems were found. The original equipment manufacturer¿s investigation is ongoing; therefore, the root cause of the reported issue/malfunction cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
The asset evis exera ii ultrasound gastro-videoscope was returned to the service center. There was no reported allegation of any malfunction associated with the device. Upon inspection and testing, the scope's adhesive at the distal end forceps cover was found peeled off. There was no patient involvement or harm reported.

Manufacturer narrative:
This follow up report is being submitted to include the device history record(DHR) review and results from the legal manufacturer investigation. The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. Since a conclusive root cause could not be identified, it is presumed that the following causes from the results of the investigation occurred. ·the adhesive peeled off when an external force such as strong rubbing was applied to the area during washing, etc. ·during long-term use, the adhesive abraded and peeled off by repeatedly rubbing the site. The instructions for use (IFU) states: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor complaints for this device.